Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a primary plum set reported that the set has a leaking b port when connected to 011-cl3020. Chemotherapy was administered. There was unknown patient involvement, but no one harmed as a result of the reported event.

Manufacturer narrative:
Investigation summary received one (1) used. List #140159291, primary plum set and one (1) used. List #unknown, spiros for inspection. As received, no damage or anomalies noted. The set was leak tested and leakage was observed on the secondary port of the cassette. The set was disassembled and a broken spike and torn seal were observed. The reported complaint of leakage can be confirmed. The probable cause of the broken spike is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.